Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a charge circuit timeout and an alert was triggered. It was noted that the device was at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.